Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It has been reported the pt programmer amplitude keys are not working consistently. The pt has stimulation. A replacement pt programmer did not resolve the issue. The pt continues to work with the sjm representative to determine the next step to resolution.